Manufacturer narrative:
(B)(4). Date sent: 9/9/2024. D4: batch # 838c39. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. No functional test was performed as the device would not close. Upon disassembling, the pin closure yoke was not properly aligned and it was resting against the release button wall, not allowing the device to close. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the device has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 838c39, and no non-conformance's were identified.

Event description:
It was reported that during the laparoscopic lobectomy surgery, could not fire without motor sound on the firing. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.